Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 10:00 am, the result from the meter was 2.2 mmol/l and at 10:05 am the result was 1.8 mmol/l. A phlebotomist was called and a laboratory sample was drawn at 10:15 am and the result from an unknown roche chemistry analyzer was 3.0 mmol/l. The result from the meter at 10:15 am was 2.9 mmol/l. The issue delayed feeding the baby as they had to wait for the laboratory blood draw result. The baby was fed after all of the results were obtained. There was no allegation of an adverse event. The suspect test strips were requested to be returned for investigation.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned strips and meter were tested with retention controls. Control ranges: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l. Results: level 1 ¿ 2.6,2.6, 2.6 mmol/l, level 2 ¿ 17.7, 17.5, 17.8 mmol/l. All returned results are within acceptable range. Customer stated hematocrit was high, according to product labeling hematocrit should be between 10-65%. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
As no customer materials were received for investigation, a specific root cause could not be determined.